Event description:
It was reported that the device exhibited an error code 46822. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratches to the lcd lens, missing battery door, battery compartment damaged, peeled dso seal, worn uso seal, and the air detector was high. The tamper seal was broken. Error code 46822 was found in the error log. A functional test was performed and the reported issue was not duplicated. The device functioned as intended, the error code did not trigger and was within specifications. It was determined that the most probable cause was due to the software timing and that the pwa board malfunctioned. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.